Manufacturer narrative:
The lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter was reading inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation and on additional information obtained by the medical surveillance specialist after reviewing the call recording. The patient reported that the alleged inaccuracy issue began on (B)(6) 2017 at 5:24 am. The patient reported obtaining what she felt were inaccurate high blood glucose readings of ¿408, 385, 406, 396 and 461 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient manages her diabetes with a combination of oral medication (metformin) and insulin on a sliding scale. The patient claimed that on (B)(6) 2017 at around 2:00 pm she obtained an alleged inaccurate high blood glucose reading of ¿422 mg/dl¿ with the subject meter. In response to the elevated result, the patient claimed she took 6 units of insulin. During the call, the patient reported developing symptoms of feeling ¿shaky, sweaty, lethargic and like she was going to pass out.¿ during the call, the patient indicated that she treated herself with food when she began to feel symptomatic. The patient denied using any other device to test her blood glucose. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking insulin based on an alleged inaccurate high result obtained with the subject meter.